Manufacturer narrative:
Manufactures investigation conclusion: the evaluation of the returned portion of the driveline confirmed wire damage that would have contributed to the reported driveline fault alarms and pump stoppages recorded in the system controller log file. The submitted log file contains data from (B)(6) 2019 08:32:32 through (B)(6) 2019 12:43:11 and captured multiple driveline fault alarms ((B)(6) 2019 ¿ (B)(6) 2019) and pump stoppages ((B)(6) 2019). According to the account, the patient¿s home health nurse was changing the driveline dressing on (B)(6) 2019 and accidentally ¿cut¿ the driveline about 4-5 inches from the exit site. Approximately 20.5 inches of the driveline was returned. There were multiple areas of driveline that were extensively wrapped in tape with silicone jacket damage underneath. Electrical continuity testing was performed on the black, brown, red, and orange wires and no shorts or discontinuities were identified (green and yellow wires were not tested due to location of the damage observed during the repair). The shielding and bionate layers were removed from the returned driveline. Visual inspection of the green, yellow, and black wires revealed damage approximately 20 inches from the controller connector: the green wire was completely severed; the majority of the yellow wire¿s metal conductors were severed; and there was a breach in the insulation of the black wire which severed a few conductors, although the majority remained intact. The driveline was then submerged in a saline solution for hi-pot testing to further verify the integrity of each wire's insulation and revealed a breach in the brown wire, approximately 0.75" from the controller connector that appeared to result from fatigue due to repetitive flexing. The fractured inner conductors of the green and yellow wires could have resulted in the observed driveline fault alarms recorded in the submitted log file data. Additionally, if any of the exposed conductors from the green, yellow, black, or brown wires contacted the metal braided shield while the patient was operating on a tethered power source (such as the power module), the resulting electrical short to ground would have caused the reported pump stoppage events. Pump function also could have been interrupted from a phase-to-phase short if the exposed conductors from these wires made direct contact with each other or simultaneous contact with the braided shield on either the power module, mpu, or battery power. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device: 4 years. A portion of the percutaneous lead (driveline) has been returned for evaluation. The evaluation is not yet complete. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was seen in the clinic and found to have pump stops, low flow and driveline faults alarms. Pump stops occurred while on grounded wire, driveline faults continued when on ungrounded wire. Log file captured pump stops and driveline faults events on (B)(6) 2019. It was reported that the patient¿s home health nurse was changing the driveline dressing and cute the driveline by accident which caused the pump to alarm. The area is about 4-5inches from the exit site and there are numerous areas with rescue tape along the driveline. The patient remains asymptomatic; however, is being admitted to the hospital due to these issues. X-ray images do not show any obvious areas of shield breakdown. On (B)(6) 2019, the patient underwent a driveline repair. The entire external portion of the driveline was replaced with no issues. Noted visually after removing the shield a severed green wire and a cut yellow wire hanging on by several strands. The patient was placed on a grounded patient cable after the repair and the alarms did not return. No further driveline fault after reconnecting all wiring. Patient will be monitored overnight for any more alarms and discharged if no more alarms occur. No additional information was provided.